Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that non-physiologic noise was observed on all channels of this implantable cardioverter defibrillator (ICD). This resulted in oversensing and the right ventricular (rv) channel showed pacing inhibition greater than 3 seconds. This occurred on a pacemaker dependent patient. Four ventricular episodes were reported to have occurred on same date. It was confirmed that the episodes were recorded during a procedure that the patient had. No adverse patient effects were reported.